Event description:
It was reported that the pump touchscreen display was cracked and difficult to read. Additionally, the pump touchscreen appeared dimmer than usual. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.